Manufacturer narrative:
Other text: additional information were received that there was no patient present at the time of the event.

Manufacturer narrative:
The device was returned for evaluation. During functional testing the reported issue could not be confirmed. The device was found to function as expected. The event history log was downloaded and examined: this showed several "loss of power" messages but the cause of these occurrences was not established.

Event description:
It was reported the device gave an alarm with "error code 416221".